Event description:
The micro drill medium straight attachment was sent in for eval because it has a broken bur in it. The event was noticed prior to a procedure; no adverse event was associated with the device.

Manufacturer narrative:
The probable cause of the bur breaking was attributed to debris in the bur pilot which caused the wedge collet to fail to open and release the bur. The micro drill medium straight attachment is not a repairable device; it was discarded after the quality investigation was complete.